Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: 2.7 mm va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is 21-october-2016. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2016, the patient underwent orif surgery for humeral diaphyseal fracture with the plate and screws in question. The humerus was re-fractured at the proximal end of the plate, so the outer plate was scheduled to be replaced on (B)(6) 2023. During the removal surgery, two va locking screws were found to be so tight that they could not be turned. The heads were almost stripped, so they were removed with an extraction drill, allowing the plate to be explanted. All debris was washed away with saline solution, all fragments were removed successfully with no additional medical intervention. It was confirmed by x-ray that all fragments have been removed. The re-fracture procedure was complete successfully with 45 minutes of surgical delay. There was no adverse patient impact. No further information is available. This report is for an unk - screw: 2.7 mm va locking. This is report 2 of 2 for (B)(4).